Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized on the same day. The treatment for the event was not reported. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894725 and gd894949 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.